Manufacturer narrative:
Internal complaint reference case (B)(4). H10 h3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation of the returned device finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the fast-fix flex t2 did not deploy. The internal rod pushing the implant appeared to be sliding under it, not pushing on it. An attempt was made to trigger the implant several times but without success. The procedure was completed using an s+n backup device. There was no surgical delay. No further complications were reported.